Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this is possibly a false positive explant indicator related to a software update, however, without battery data a full analysis cannot be performed. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. A follow up was performed for troubleshooting and the issue was resolved. This device remains in service. No adverse patient effects were reported.